Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: c3 through l4 exposure, pedicle screw insertion at l1 to l4, transverse lumbar interbody fusion (plif) technique l3-4, l2-3, and placement of internal fiducials t1 through t12. Per-op notes: fusion from t2 to t12 was explored and was found to be robust and intact. Pedicle screws were inserted from l1 to l4. On left in l2 and 3, hemilaminectomy was performed to expose disk spaces at l2-3 and l3-4. After this bmp supplemented with bone graft and bone allograft was packed anteriorly into the disk space and then into titanium cages. A titanium cage was inserted at l2-3 and a longer cage was placed in l3-4. Again, bmp sponges were packed anteriorly in disk as well as bone local autograft and bmp sponges were placed in large tlif cages. A temporary rod was placed on top of l2 through l4. No complications were reported during the procedure. Patient underwent placement of inferior vena cava greenfield-type filter for a pre-op diagnosis of severe scoliosis with need for prophylactic greenfield filter. Patient underwent vena cavogram, supervision and interpretation for a pre-op diagnosis of need for prophylactic inferior vena cava filter. On (B)(6) 2003, patient underwent following procedure: t3 and t4 pedicle subtraction osteotomy, image guidance, placement of pedicle screws t1 through t12, placement of segmental instrumentation c3, c4, c5, c6, segmental instrumentation and fusion c3 through l4, arthrodesis for scoliosis and kyphosis, posterior, c3 through l4, iliac bone graft, donor allograft; for a pre-op diagnosis of: cervical thoracic scoliosis and degeneration of scoliosis beneath a fixed deformity and prior fusion. Per-op notes: "...iliac bone graft was harvested. Cancellous bone was packed into arthrodesed posterior segment c3 to t1. Tracking arm of stealth image guidance was fixed on t1. Pedicle screws were placed at t1, 2 and 3. Using same image guidance screws were placed at t5 to t12. T4 and t8 were left without instrumentation. Temporary rods from l1 to l4 were removed and set screws were placed. Wound was arthrodesed spinous processes, lamina, fusion mass and transverse processes from c3 to l4. Intra-operative x-ray showed surgical goals were accomplished. No complications were reported. On (B)(6) 2004, patient underwent removal of segmental instrumentation, , exploration of fusion t8 to l4, pedicle subtraction osteotomy (laminectomy, bilateral pediculectomy, partial corpectomy of the vertebral body) l2, revision and replacement of segmental instrumentation t8-t9 to l4, arthrodesis and graft (bmp, allograft, local autograft) posterior l2 and graft supplementation and arthrodesis of fusion mass t8 to l4, correction of sagittal balance; for pre-op diagnosis of sagittal plane imbalance/kyphoscoliosis. Per-op notes: previous implants and fusion mass was dissected free of muscular tissue. Fusion mass was explored and it was found to be intact. The rods were then transected with a rod cutter on left at t9 level and on right at t10 level. Set screws had withdrawn from rod caudal to rod transection site. Rods were then elevated from the screws. L2 screws were removed. Bmp with bone graft bulking agent, local bone graft and bone allograft were utilized along the posterior fusion. With x-rays confirming good position crosslinks were applied. Wound was closed and patient was transported to CT scanner which showed no evidence of retroperitoneal hematoma. No complications were reported during the procedure. Post operatively patient sustained unspecified injuries due to rhbmp-2.